Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the implant site was sore/tender due to healing after the implant. The patient reported the ins box gets irritated and was painful around that area. The patient said this happened in any position and a few days after it went away. The patient also said if he increases stimulation up to 6 or higher, he initially feels stimulation normally and comfortably. Then, after a few minutes, the stimulation will begin automatically pulsating and the patient cannot control the pulsating. The patient usually has to turn stimulation way down or even off for a day for the pulsating to stop and stimulation to feel normally again. The patient reported that sometimes, they stop feeling stimulation down one leg. It was not consistently in one leg and varied between the right or left leg. The patient said this happened in every position. The patient reported there was an out of range (oor) code on the programmer while making changes. The patient said his previous device was programmed separately for the right and left side of the body. The patient does not have that option on the current ins and wanted programming set up that way. The patient planned to reach out to their implanting physician to schedule something. No further complications were reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.